Event description:
Medtronic received information that following the implant of a carpentier-edwards perimount magna surgical valve, pericardial effusion was noted on x-ray. A pericardial window was performed. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).